Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for lumbar radiculopathy. It was reported the consumer broke their knee cap and the device was ¿interfering with everything else going on.¿ the consumer further clarified that since (B)(6) or (B)(6) having the device on caused more pain and discomfort because all their problems were in their right leg, including the broken knee cap. It was noted the consumer hadn't used stimulation for a few months. The consumer was redirected to their healthcare provider (hcp) for further discussion. No further complications were anticipated.